Manufacturer narrative:
Evaluation: vessel perforation/dissection; extensive inflation of the balloon outside the stent graft. Conclusions: extensive inflation of the balloon outside the stent graft.

Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the bifurcated stent graft (MFR# 2953200-2009-01354) and the contralateral limb were successfully implanted. While the physician was ballooning the proximal end of the stent graft with a reliant balloon, the aorta was ruptured at the level of the lowest renal artery (the right renal artery) by over-inflating the balloon outside the stent graft. Ballooning was performed with a 30 cc syringe with 30% contrast 70% saline solution; however, it is unk how much solution was injected. It was noted that the physician inflated the balloon quickly without confirming its position. The balloon was deflated, and the physician had continued to balloon the stent graft distally without realizing that the aorta was ruptured. It was noted that the pt's blood pressure was dropping, and an angiogram showed extravasation in the aorta. The physician elected to use a second reliant balloon, which was inflated at the level of the celiac artery to control the bleeding; however, the blood pressure kept pushing the balloon distally approx 1 cm with each systolic beat. The physician then elected to perform an open conversion. The stent graft was left in place, and a dacron graft was used to patch the dissected area of the aorta. The pt lost significant amounts of blood and was given over 15 units of blood. No additional clinical sequelae were reported, and the pt is fine. The aneurx and reliant delivery catheters were discarded after the procedure.